Event description:
It was reported that the patient presented for follow-up. The implantable cardioverter defibrillator was in backup operation and the patient received several inappropriate shocks for atrial fibrillation. The device parameters were restored via programming. The patient was stable.